Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's low blood glucose levels and no delivery alarm. The customer's blood glucose level at the time of incident was 235mg/dl. The customer's levels had been as low as 50mg/d. The customer had received threshold suspend. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist.